Event description:
Customer reported minimum fill issues. His blood glucose level rising to a high, unspecified value. In response to the high blood glucose, customer administered a corrective injection manually and attempted to load a new cartridge to resolve the issue. Tandem technical support advised him to remove his pump from its case and confirmed he was following the correct procedure. Customer reported successfully resolving the issue by loading a new cartridge and was advised to call back if the problem recurs, with additional supplies being sent to him upon his request.